Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose readings. The customer's blood glucose value was unknown. The customer reported a bent cannula. The customer reported a visit to the emergency room due to low readings. The product was not returned for analysis.